Event description:
A family member reported that the keypad symbols are worn and the keypad buttons are intermittently unresponsive. She stated that the issue began over a year ago and has become progressively worse. The family member confirmed that the keypad is not torn or peeling. She stated that the patient wears the pump clipped to her shirt, and does not clean the pump.

Manufacturer narrative:
Follow-up #1 10/11/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.